Event description:
It was reported that the customer went to the emergency room and hospitalized with a blood glucose (bg) level of 20 mg/dl; cause was not known. The customer was treated with intravenous fluids of d5 to address the bg. Reportedly, the customer was incoherent. Customer was discharged on 10/14/25 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.